Manufacturer narrative:
Patient was an unborn child/fetus. The report of an l&d oxytocin medication event was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The log shows drugid 1 was programmed to infuse at the intended rate of 2ml/hr, however the infusion only ran for a few minutes before the device was finally channeled off. A review of the device error logs found no errors during the time of the reported event. The starting/ending volume of the fluid container cannot be determined through logs. The device was being used for treatment. The device was not returned for investigation. Log analysis results: the pcu event log shows pump module s/n (B)(4) alarmed for flo stop open for 3 seconds at 9:03 pm on (B)(6) 2020. At 9:05 pm, the device was programmed to infuse (drugid 1) at a rate of 2ml/hr with a vtbi of 490ml. Less than a minute later, the device was paused and then channeled off. The device then alarmed for flo stop open for 3 seconds. At 9:07 pm, the device was programmed to infuse (drugid 1) at a rate of 2ml/hr with a vtbi of 490ml. At 9:09 pm, the device was paused and then restarted. At 9:11 pm, the device was paused and then channeled off at 9:12 pm. At 9:15 pm, the device was removed from the system. The volume recorded as being infused during this period was 0.111ml. A review of the device error logs found no errors during the time of the reported event. The root cause of the reported l&d oxytocin medication event was not identified. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 23 march 2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 20 august 2020 and indicated that this device has been previously returned 1 time for service for the kaiser recall (lvp bezel post recall) in (B)(6) 2019 and had the lvp bezel post recall completed. Also, at this time, the rear case and keypad were replaced due to damage and the software was updated to v9.17.0.22. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an overinfusion of oxytocin in normal saline (ns) during labor caused the fetal heart rate deceleration. The med/fluid concentration was 30units/500ml IV solution. The rn primed the tubing and clamped it with the roller clamp, and then went to the IV and programmed the pump after loading the pump. At that time the rn did notice some fluid on the floor, but thought the roller clamp may have been loosened. The infusion was started at 21:03 and the oxytocin was to be infused at 2ml/hr and increase by 2ml/hr every 30 minutes until adequate progress and/or uterine contractions were 2-3 minutes in frequency. The infusion was administered via intravenous piggy back (ivpb). The rn was observing the drip rate at 21:10 and felt that it looked like the rate was too fast so she checked the screen to verify the programming was correct, and at that time the fetal heart rate had decelerated, and she shut off the pump and disconnected the patient from the tubing. The heart rate recovered, no terbutaline was required, and the fetus was delivered vaginally. The issue occurred in the labor and delivery unit.